Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the cgm readings were inaccurate and fluctuated significantly, with cgm values ranging from 91 mg/dl, decreasing to 60 mg/dl, then to 45 mg/dl, and later increasing to 200 mg/dl. The patient did not perform a fingerstick blood glucose (fsbg) check when the cgm showed 45 mg/dl. She experienced symptoms of lightheadedness and panic and self-treated with peanut butter, orange juice, soda, chocolate, and candy. The patient drove herself to the emergency department (ed) due to these symptoms. Upon arrival, an fsbg reading was 294 mg/dl, while the cgm reading at that time displayed 150 mg/dl. At the ed, the patient was placed on a heart monitor, and blood and urine tests were performed. The patient does not recall the specific treatment or medication provided. The patient reported feeling well afterward. She was advised to remove the sensor and was discharged the same day. She does not recall her fsbg level at the time of discharge and reported no ongoing symptoms. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient had symptoms. The reported glucose values fall within the b zone of the parkes error grid was taken in the hospital. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.